Event description:
It was reported that five months post tracheobronchial stent graft implant, the patient presented with an occlusion at the distal end of the stent graft. The physician decided to treat the occlusion with an endovascular stent graft. However, following deployment, this stent graft moved 4 cm from its intended location. The physician deployed a tracheobronchial stent graft to secure the stent graft that moved. An additional endovascular stent graft was successfully deployed to treat the lesion. Post-dilatation was successful and the procedure was completed without further complications.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The stent graft remains implanted therefore, not available for evaluation. The event investigation is currently underway. Please note this event is associated with the same patient in the event reported under manufacturer report no. 2020394-2009-00370.